Event description:
The following powerpoint presentation will explain everything. Basically, the depuy johnson & johnson actis system is junk. It is too short, has a weird angle that causes problems inserting it into the femur. FDA safety report ID# (B)(4).